Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that a component of the lead became extrinsically distorted due to pulling/stretching/overstress. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the tip seal pushed in and out of its position, causing the lead tip nose to lock, and preventing the guidewire insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, approximately four different guidewires were used to try to place the lead. Eventually, a guidewire could no longer be passed through the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.